Event description:
This unsolicited case from united states was received on 04-may-2017 from a physician. This case concerns a male patient of unspecified age who received treatment with synvisc injection and later after unknown latencies experienced synovitis and could hardly walk. The patient is a kidney transplant patient with 30% renal function and a history of heart problems. No past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient initiated treatment with intra- articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided) in left knee. The patient had his first synvisc injection and experienced pain. The patient was in severe pain and could hardly walk when he came in for the second and third injections (onset date and latency: unknown). It was reported that when the patient came in for second injection, his knee was swollen and very inflamed. The physician removed 71 ml of fluid from the left knee and gave the second injection. A culture was done and there was no infection. When the patient came in for his third injection on (B)(6) 2017, the knee was inflamed and swollen and the physician removed 60 ml of fluid and gave the third injection. It was reported that methylprednisolone acetate (depo medrol) 60 mg was given at either the second or third synvisc injection. The doctor diagnosed the patient with synovitis (onset date and latency: unknown) at the third injection. Action taken: no action taken. Corrective treatment: methylprednisolone acetate (depo-medrol) for synovitis. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for synovitis.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a physician. This case concerns a male patient of unspecified age who received treatment with synvisc injection and later after unknown latencies experienced synovitis and could hardly walk. The patient is a kidney transplant patient with 30% renal function and a history of heart problems. No past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient initiated treatment with intra- articular synvisc injection (dose, frequency, indication, batch/lot number: 6rsp016d and expiration date: dec-2019) in left knee. The patient had his first synvisc injection and experienced pain. The patient was in severe pain and could hardly walk when he came in for the second and third injections (onset date and latency: unknown). It was reported that when the patient came in for second injection, his knee was swollen and very inflamed. The physician removed 71 ml of fluid from the left knee and gave the second injection. A culture was done and there was no infection. When the patient came in for his third injection on (B)(6) 2017, the knee was inflamed and swollen and the physician removed 60ml of fluid and gave the third injection. It was reported that methylprednisolone acetate (depo medrol) 60mg was given at either the second or third synvisc injection. The doctor diagnosed the patient with synovitis (onset date and latency: unknown) at the third injection. Action taken: no action taken corrective treatment: methylprednisolone acetate (depo-medrol) for synovitis outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot 6rsp016d expiration date (12/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsp016d no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 08-jun-2017, there were 2 complaints on file for lot 6rsp016 and all related sub-lots: 2 complaints for lot 6rsp016d: (1) missing syringe and (1) adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for synovitis additional information was received on 08-jun-2017. Product lot number and expiration date added. Global ptc number and ptc results were added. Text was amended accordingly.